Event description:
When I was injecting the influenza the needle popped off the syringe while the needle was still inserted in the patient's thigh. Some of the medication squirted out when syringe detached from the needle causing only 1/2 the dose to be administered.